Event description:
It was reported that the pump's wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Customer support instructed the caller on how to properly press the button to operate the pump. The customer declined further assistance from tandem technical support regarding the issue.